Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a capsular contracture, baker grade IV. Device remains implanted on unknown side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and particles red in the shell. Cloudy and air void in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side a capsular contracture, baker grade IV. Device has been explanted.